Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory also indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a rv bipolar lead impedance warning was triggered due to high and undefined pacing impedance on the right ventricular (rv) lead. In-office testing was not able to reproduce out-of-range impedance. It was noted that the rv lead also has variable rv pacing impedances. Reprogramming was done, and then a couple days later the rv lead was capped and replaced. No patient complications have been reported as a result of this event.